Event description:
The manufacturer representative reported that the patient stopped feeling stimulation. Impedances were run and it was found that all impedances were greater than 40000 ohms. It was noted that the patient was feeling stimulation after a battery replacement the week prior and the patient was feeling stimulation the day before the report. There were no traumas or falls that were reported to be related to the issue. The issue was not resolved and there was no date for when it would be resolved. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.